Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received without the original lma packaging. The device was observed to have a lightly discolored airway tube. The adapter cap of the check valve was observed to be detached. During functional testing the device was unable to pass air into itself with the check valve. A retained sample was used for comparison and there was an obvious difference because the adapter cap was not missing on the retained sample as it is missing from the complaint sample. The retained sample was connected and disconnected from the syringe 10 cycles and the adapter cap did not detach. The reported defect was confirmed through visual and functional inspection. (Continued below in other remarks) other remarks: the adapter cap of the valve was detached/broken most likely due to handling/washing/brushing the reusable device with a tool. After the valve was broken/detached, the valve could no longer function as intended. Customer is kindly reminded not to allow the check valve to be in contact with the tool while preparing/washing/brushing the reusable device.

Event description:
The event is reported as:the customer alleges the valve was observed to be broken prior to use.there was no patient involvement reported.

Event description:
The event is reported as: the customer alleges the valve was observed to be broken prior to use. There was no patient involvement reported.